Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter did not power on. The pt replaced the batteries less than a year ago, and meter still had not power. The patient did not seek medical attention or call his md for advice. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the power issue was not resolved.